Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was noted prior to use. It is most likely that the instrument would have collided with any other instrument or tool during the procedure but unsure. The procedure was completed with a backup instrument. The cable was noted to be broken mid-case. No further inspection was needed. The damage did not result in a fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.